Event description:
After 9+ months of implantation, this pacemaker was explanted because of erosion.

Manufacturer narrative:
July 8, 2008. Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Devices sold and labeled as sterile are mfg, sterilized and released according to applicable standard operating procedures. Mfg data for the pacemaker in object: mfg date 26 june 2007. Use before date: 26 jan 2009. Sterilization lot number: s070711. Moreover, it should be noted that pocket erosion is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.